Event description:
Fax was received from MFR reporting the following incident involving a pt hospitalized for a 'bone marrow transplant related' diagnosis: "report received of a spontaneous disconnection of an abbott primary set from a baxter extension set. The pt had an unspecified infusion flowing via an unspecified omni-flow primary pump set connected to a baxter extension set. The pt noticed blood, and got up to go to the bathroom to clean it up. Pt was in the bathroom with a staff member present at which time pt became dizzy. It was then noted that the primary set had disconnected from the extension set. The blood loss was 'a pretty good, large amount' but the reporter could not quantify further. Both sets were removed and discarded. The pt was given 2 units of blood. No blood laboratory tests were done until after the transfusion, at which time a hemoglobin and hematocrit were done. The pt did not experience any adverse sequelae and has been discharged. Although requested, no add'l info was provided."